Event description:
It has been reported to the co that the shrouded connector on end of the catheter came away from adaptor as the fitting was too loose. Patient was pacing dependent and left without pacing. The patient status is unknown and the device is being returned for the co's analysis.